Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Suspected cause was that the pump bolus feature was not functioning as intended. Customer consumed carbohydrates to address bg level. The customer reverted to an alternate method of insulin therapy.